Event description:
It was reported that the patient was seen in the emergency room as the device alarmed. A lead integrity alert was triggered due to impedance out of range and oversensing on the right ventricular (rv) lead. The right ventricular pacing impedance has also fluctuated for the last few weeks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator, (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2009.